Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. A blown fuse, and the hard disk were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that during boot up the 7900 system shut down, and then re-started. No patient injury was reported.